Manufacturer narrative:
Date sent to the FDA: 8/7/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 4/16/2018. (B)(4) submitted for adverse event which occurred on 6/22/2022. (B)(4) submitted for adverse event which occurred 11/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent right recurrent femoral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent fluid collection in the right groin and removal of mesh on (B)(6) 2022. It was reported that the patient underwent removal of right femoral hernia repair mesh on (B)(6) 2022 during which the surgeon noted an infected mesh extruding from the wound. It was reported that the patient experienced discomfort, swelling, inflammation, and pain. Other procedure was captured in a separate file. No additional information was provided.